Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Not able to determine manufacture date by the lot number provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Not able to determine manufacture date by the lot number provided.

Event description:
Reporter stated patient tested >8.0 inr and >8.0 inr on the coaguchek xs system while a comparison lab returned as 5.7 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.